Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters under the ECG electrodes and front te pad. It was reported that the blisters were bleeding. The patient's nurse adjusted the garment so that it did not sit on the blisters. Follow- up attempts were unsuccessful and the patient's medical outcome is unknown.